Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and insulin pump received insulin flow block alarm. The customer¿s blood glucose level at time of incident was above 500 mg/dl. The customer reported other blood glucose levels were above 400 mg/dl. The customer was treated with manual injection. The customer reported events such as nausea, tired and leg cramps. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did allege insulin pump was under delivering. The customer reported that the insulin pump was on auto mode. The customer declined troubleshooting for high blood glucose and insulin flow blocked. The insulin pump will be returned for analysis.